Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motion sensor test failure prior to motor error. The customer stated that the drive support cap was norma land that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm or perform the self test, unexpected alarm error test, displacement test, prime test, occlusion test and no delivery test due to motion sensor test failure alarm. Pump passed stop current test. Pump had cracked reservoir tube lip, minor scratched display window and stained address/serial number label.